Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during the implant of an left ventricular (lv) lead, when removing the inner sheath, a portion of the catheter stayed on the lv lead in a section of vein closer to the pocket than the superior vena cava (svc). When the doctor was slitting the inner catheter, they got through about one third of the catheter when the remaining two thirds of it broke off. The portion in the pocket was still visible and the physician was able to slowly pull it over the lead and slit it. The physician was able to retract and slit all of the remaining catheter. Nothing of it was left in the body and the lv lead did not have to be moved. No patient complications have been reported as a result of this event.